Event description:
Caller reported a tandem mobi cartridge alarm. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to switch to a backup therapy using multiple daily injections (mdi) while a replacement pump was sent. Caller was provided with instructions on putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.